Manufacturer narrative:
The device was manufactured october 12, 2016 ¿ october 14, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that upon disconnection of the pump from the patient after five days, the drug hadn¿t completely infused, and there was approximately 50ml left in the infusor. The device had been filled with 82ml fluorouracil in 0.9% sodium chloride solution to a total fill volume of 267ml, and was being infused via a catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.